Manufacturer narrative:
Failure analysis noted that the pump alarmed button error and intermittent button response due to corroded keypad traces. There was no moisture damage on the electronic and motor assembly. The pump had cracked reservoir tube window, cracked reservoir tube lip, cracked battery tube threads, cracked display window corner and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 299 mg/dl at the time of incident. The customer stated there were stress cracks on the pump. She stated she was wearing the pump in her bra and she was sweating. The pump alarmed button error and she removed the battery. She let it sit for 2 hours and it worked. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.